Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Not returned.

Event description:
It was reported that the patient underwent a right ankle arthrodesis procedure on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2016 due to fracture of the ankle nail caused by non-union. All pieces of the nail were removed from the patient and another ankle nail was implanted.